Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and rising thresholds. The field representative reported the lead had been a right sided implant and tunneled to the left side. The observed issues were resulting in mode switches thus the lead was explanted and replaced. No resulting adverse patient effects were reported and the lead is expected to be returned for analysis as a possible conductor and/or insulation anomaly was suspected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed a complete lead with a retracted helix and appropriate terminal pin setscrew markings. The laboratory technician reported a visual anomaly on the outer coil of the lead body, approximately 36cm from the is-1 end. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break at the same location as the previously mentioned visual anomaly. X-ray imaging and the conducted analysis was indicative of a cycle fatigue fracture.